Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000084963. The event of explant was reported to abbott. The system was explanted due to ineffective relief. Patient refused reprogramming's. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing inadequate relief. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's scs system was explanted.